Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site. The patient was treated with kenalog injections and excision of overgrown skin tissue on several occations (dates of treatment not reported). The abutment was exhanged for a longer model, and clinical symptoms were resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.